Event description:
Customer reports she inserted a strip in the active system and a result of lo was displayed before she applied blood to the strip (undosed result). The customer did not provide the location where the malfunction occurred. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.